Event description:
A surgeon reported that a case of vertical gas breakthrough was observed on a pt's right eye during femtosecond laser flap creation. The flap was not lifted and no excimer laser treatment was performed. The pt had a 3 millimeter epithelial defect and a bandage contact lens was placed. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).